Event description:
Reporter alleged obtaining the results of 301 mg/dl, 171mg/dl and 136 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she drank water because she was feeling shaky with the first reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.